Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A perforation proximal to the treated lesion was observed on imaging immediately following seven treatments on low speed with a diamondback coronary orbital atherectomy device (oad). The perforation was resolved by placement of a stent. A pericardiocentesis was performed, and the patient was sent to the ICU. During the procedure the physician noted that the viperwire guide wire seemed to retract backward when the oad was advanced. This was resolved by advancing the wire via glideassist to a more distal location in the vessel. While the physician did not have an opinion as to what specifically caused the perforation, it was hypothesized by field staff that the positioning issue and resulting troubleshooting may have contributed to the perforation. The physician described difficulty previously encountered in advancing other treatment devices to the lesion. The patient remained stable throughout the procedure.